Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b false positives occurred on patient sample. Patient received oseltamivir. There were no complications from the treatment. The following information was provided by the customer: false positives for flub from the veritor flu a/b covid kit patients received oseltamivir. There were no complications from the treatment.

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1308196. It was reported that the customer kept getting false positives for flu b from the bd veritor¿ sars-cov-2 and flu a+b kit. However, the pcr turned out to be negative for flu b. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. Photographs were returned and analyzed, verified the results on the reader was flu a is negative, flu b is positive and cov2 is negative. Based on the photograph's complaint was confirmed for false positive (flu b). The root cause could not be identified. Currently no adverse trend for false positive was identified.

Event description:
It was reported that bd veritor ¿ sars-cov-2 & flu a+b false positives occurred on patient sample. Patient received oseltamivir. There were no complications from the treatment. The following information was provided by the customer: false positives for flub from the veritor flu a/b covid kit. Patients received oseltamivir. There were no complications from the treatment.

Manufacturer narrative:
Initial reporter facility name: hospital alberto hurtado - laboratorio de microbiología h.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1308196. It was reported that the customer kept getting false positives for flu b from the bd veritor¿ sars-cov-2 and flu a+b kit. However, the pcr turned out to be negative for flu b. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. Photographs were returned for analysis and the reported issue were confirmed via photographs. The root cause could not be identified. Currently no adverse trend for false positive was identified.